Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician was removing the guide wire from the catheter when the wire unraveled and the core wire broke. The physician poked himself with the wire where it was exposed to blood and bodily fluids. Another catheter was placed for the patient. It is unknown if there was a delay in treatment and there was no patient death or complications reported. However, the physician has undergone testing.

Manufacturer narrative:
(B)(4) device evaluation: the report that the guide wire unraveled during use was confirmed. One 3-lumen 7fr x 20 cm catheter with an unraveled guide wire inserted through it was returned. The customer also provided a photograph depicting an unraveled guide wire inside a 3-lumen catheter. Visual examination found a kink in the catheter body/guide wire located 7 cm below the juncture hub. A 9.5 cm length of core wire and a corresponding section of unraveled coil wire were protruding from the proximal end of the catheter. Microscopic evaluation found that the core wire was separated adjacent to the proximal weld. A 16 cm section of the guide wire was protruding from the distal end of the catheter. A manual tug test confirmed that the distal weld remains intact. The guide wire was removed from the catheter. The guide wire drawing specifies a length of 600 +/- 4 mm and a diameter of .788/.826 mm. The broken core wire was confirmed to be consistent with the graphic indicating that no pieces are missing. The diameter of the guide wire measured 0.806 mm, which met specifications. The catheter showed evidence of use and remained kinked after the spring wire guide was removed. The catheter graphic requires that a .035" dia guide wire must pass freely through the distal hub. A .035" gage wire was passed other remarks: through the distal lumen with resistance only at the kink in the catheter body. The instruction booklet describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. A device history record review was performed and did not reveal any manufacturing related issues. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context caused or contributed to the event. No further action will be taken.